Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that during preventative maintenance (pm), it was observed that the device was getting a backup alarm failed" (diagnostic code 1104) which was confirmed in the event log. It was determined that the central processing unit (cpu) printed circuit board assembly (pcba) needs to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The cpu pcba board was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The central processing unit (cpu) system printed circuit assembly (pca) was received in the product investigation lab (pil) with an allegation of ¿check vent: backup alarm failed¿ (diagnostic code 1104). Pil engineering review confirmed that the 1104 backup alarm failure event was present in the retrieved service logs. However, the reported failure could not be reproduced during laboratory testing. No error code 1104 error condition was observed during cpu pca boot-up or during standard test bed operation. Under simulated no-power conditions, the visual and audible backup alarm functions operated correctly for a duration of two minutes without issue. Based on laboratory evaluation, the cpu pca passed all engineering tests, and no hardware defect was identified. The customer complaint was therefore classified as no fault found (nff).